Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient got a placement of an exeter prosthesis in 2010. On (B)(6) 2017 the patient presented a lot of pain and went to the doctor urgently. The doctor verified the rupture of the prosthesis through x-rays. On (B)(6) 2017 the patient underwent a surgical intervention to remove the implant and placed a new one (restoration modular).

Event description:
The patient got a placement of an exeter prosthesis in 2010. On 09/01/2017 the patient presented a lot of pain and went to the doctor urgently. The doctor verified the rupture of the prosthesis through x-rays. On 09/19/2017 the patient underwent a surgical intervention to remove the implant and placed a new one (restoration modular).

Manufacturer narrative:
Corrected data: product available to stryker. Additional information: weight, weight units; product long description; product code, common device name; catalog #, lot #, expiration date; PMA/510(k)#; h4 manufacturing date. An event regarding crack/fracture involving a exeter stem was reported. The event was confirmed by medical review. The medical review also confirmed shell malposition as a major factor and stem malposition as a minor factor in the event. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: procedure-related factors: cup malposition in near absent anteversion and severe medialization (major). Drawback of skirted femoral head use as required to compensate for the adverse effects of cup medialization (minor). Stem malposition in varus (minor). Patient-related factors overweight condition with bmi of 33 (minor). Device-related factors: none. Diagnosis: cup malposition in near absent anteversion and severe medialization as major contributing factors to impingement risk with multiple additional minor overload contributing factors with stem varus, skirted femoral use and overweight condition have in concert contributed to a major overload condition in the arthroplasty with fatigue build-up and fatigue fracture exactly at the location of peak overload requiring revision. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded: procedure-related factors: - cup malposition in near absent anteversion and severe medialization (major). - drawback of skirted femoral head use as required to compensate for the adverse effects of cup medialization (minor). - stem malposition in varus (minor). Patient-related factors - overweight condition with bmi of 33 (minor). Device-related factors: - none. Diagnosis: - cup malposition in near absent anteversion and severe medialization as major contributing factors to impingement risk with multiple additional minor overload contributing factors with stem varus, skirted femoral use and overweight condition have in concert contributed to a major overload condition in the arthroplasty with fatigue build-up and fatigue fracture exactly at the location of peak overload requiring revision. No further investigation is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event regarding crack/fracture involving a exeter stem was reported. The event was confirmed by medical review. The medical review also confirmed shell malposition as a major factor and stem malposition as a minor factor in the event. Method & results: product evaluation and results: visual inspection was performed as part of the mar dated 28 march 2019: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage consistent with the explantation process and the cement-mantle breakdown process were observed on the stem. The fracture surfaces associated with the proximal end and distal end of the stem are noted. Based on macroscopic features, the approximate direction of fracture propagation is shown; originating from the lateral location. Post-fracture abrasion was observed on the fracture surfaces examined, obscuring regions of the fracture surface. The mar concluded the following: the stem fractured in fatigue with the final fracture occurring in overload. Damage was observed near the location of fracture origin, consistent with contact against a hard object. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: procedure-related factors: cup malposition in near absent anteversion and severe medialization (major). Drawback of skirted femoral head use as required to compensate for the adverse effects of cup medialization (minor). Stem malposition in varus (minor). Patient-related factors: overweight condition with bmi of 33 (minor). Device-related factors: none. Diagnosis: cup malposition in near absent anteversion and severe medialization as major contributing factors to impingement risk with multiple additional minor overload contributing factors with stem varus, skirted femoral use and overweight condition have in concert contributed to a major overload condition in the arthroplasty with fatigue build-up and fatigue fracture exactly at the location of peak overload requiring revision. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: material analysis concluded that the stem fractured in fatigue with the final fracture occurring in overload. The medical review concluded: cup malposition in near absent anteversion and severe medialization as major contributing factors to impingement risk with multiple additional minor overload contributing factors with stem varus, skirted femoral use and overweight condition have in concert contributed to a major overload condition in the arthroplasty with fatigue build-up and fatigue fracture exactly at the location of peak overload requiring revision. No further investigation is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient got a placement of an exeter prosthesis in 2010. On (B)(6) 2017 the patient presented a lot of pain and went to the doctor urgently. The doctor verified the rupture of the prosthesis through x-rays. On (B)(6) 2017 the patient underwent a surgical intervention to remove the implant and placed a new one (restoration modular). Material analysis of the returned stem concluded the following: the stem fractured in fatigue with the final fracture occurring in overload. Damage was observed near the location of fracture origin, consistent with contact against a hard object. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.